Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to hyperglycemia. The cause of death was acute hypoxic respiratory failure, sepsis, urinary tract infection, pneumonia, kidney shut down, cirrhosis, and chronic thrombi catamenia. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by more than 2 days prior to passing. On the date of admission, the customer woke up with 450 mg/dl which they bolused for but they went back up, so the customer was taken off the pump and put on manual injections and got hospitalized. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump was received with a discharged duracell alkaline battery installed.pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08750 inches. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.data analysis:(B)(6) daily total of all insulin delivered = 26.025(B)(6) to (B)(6) daily total of all insulin delivered = 0.000a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.